Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient developed redness and itching. Reaction was located at the surface of the sensor tape and additional tape. Patient took the sensor off for 1 week to give the skin a break. Affected area was treated with hydrocortisone cream and moisturizer to provide relief. It is unknown if hydrocortisone cream was provided by a medical professional. No additional event or patient information was reported.